Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio (tm) slim was used during an ssl fixation procedure. According to the complainant, during the procedure, the needle detached and not retrieved. The procedure was completed with another capio (tm) slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned capio (tm) slim revealed that the device does not have any visual failure. Analysis also revealed that the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture, and the needle entered in the slot without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed. An investigation is open to address this issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio (tm) slim was used during an ssl fixation procedure. According to the complainant, during the procedure, the needle detached and not retrieved. The procedure was completed with another capio (tm) slim. The patient's condition at the conclusion of the procedure was reported to be stable.